Event description:
Patient is type 1 diabetes. Grandmother filled water bottle with warm tap water to warm the sheets as patient was not feeling well and was going to bed. The water bottle allegedly "leaked" producing a reported 2" x 3" second degree burn on the patient's leg (just above the ankle). Skin appears (by photo) to have blistered and the skin is reported to be "lifting off the area" of the injury. Patient has been receiving out-patient medical treatment at wound clinic.

Manufacturer narrative:
Customer feedback was received in 2009 from grandmother of child with type 1 diabetes. Complaint states that the water bottle leaked producing a 2" x 3" burn on child's leg. Grandmother explains that patient "has always been very sensitive to hot water i.e. Her showers are always kind of cool". We have attempted to obtain the water bottle for evaluation as well as the contact information of patient's doctor but have been informed that legal advice from attorney has resulted in denials of our requests. Water bottle packaging label has been reviewed and includes the following: use only plain tap water under 120 degrees f/49 degrees c in this bottle. Using anything other than plain tap water could damage bottle and cause to break. Note: for user's safety, water used should never be warmer than is comfortable to touch. Even hot tap water can cause burns. Do not expose bottle to direct sunlight or other heat. Caution: for application to sensitive skin areas, wrap soft cloth or towel around bottle. Test for leakage by turning bottle upside down and pressing firmly. A follow-up report will be submitted if water bottle becomes available for evaluation or additional information is obtained.